Event description:
The spouse called to report that the customer passed away. It was indicated that the customer was wearing the pump at the time of death and the cause is unknown. The md stated that the last time he spoke to the customer, customer felt sick and thirsty. An autopsy was performed by the medical examiner, but the results will not be available until the middle of january. No further details.